Event description:
Reporter noted that during a complicated case with capsule rupture and significant vitreous loss, a re-used, re-sterilized, single-use phaco tip broke in the eye. Follow-up info indicated pt is doing much better and has recently regained maximum visual acuity, but there is still inflammation in the eye.